Event description:
A complaint from customer plum creek surgery center for one (1) unit of item #1-1883 from lot a407. A tooth broke off during normal surgery intra-op use on (B)(6) 2026. There was no death or serious injury. There was no patient intervention. The condition of the patient was fine. There was a delay of twenty minutes with no impact to the patient. The broken tooth was retrieved.